Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 131 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self-test and off no power test. Insulin pump was monitored for several days and no blank display or black display noted. Insulin pump was received with normal operating currents. No damage found on the connector/lcd isolation tape noted. However, insulin pump was unable to prime during prime/compromised force sensor system test due to moisture damage force sensor resistor. Also found moisture damage on the electronics, motor and vibrator during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, stained back address label, missing end cap sticker, scratched keypad overlay and minor scratched lcd window.